Event description:
It was reported that the needle did not deploy the cannula when the pod was activated, indicating a needle mechanism failure. No impact to the patient's blood glucose levels was reported. A new pod was successfully applied.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria.